Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2019. Abnormal spikes were observed in an electrocardiogram performed at the hospital on (B)(6) 2019, during hospitalization.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200402 - file-2019-04045 - analysis_and_closure_report_resp-2020-00402.pdf]

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2019. Abnormal spikes were observed in an electrocardiogram performed at the hospital on (B)(6) 2019, during hospitalization.